Event description:
It was reported that the device failed the pressure calibration during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 failed pressure calibration. Technical support: clear the occlusion. Using the applicable maintenance software: perform the patient side occlusion test. Perform the calibration and/or replace the pressure sensor. Return the module to the factory. Andrew did not use pressure calibration set (8100-pcs) to perform calibration. Advised andrew to order 8100-pcs and try again. Assisted with a part number. Andrew will use pressure calibration. If he still have problem, he will call back and refer to this case number. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 06 mar 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed the pressure calibration during preventative maintenance. There was no patient involvement.